Event description:
Rptr indicated they were experiencing communication difficulties with their vns therapy programming system, and they had identified that the serial adapter cable was malfunctioning. It was further reported that wires were exposed from the cable. Good faith attempts to retrieve product for the purpose of product analysis have been made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.